Manufacturer narrative:
Pump received with button error alarm and intermittent esc and act button response due to corroded keypad traces. Pump received with normal operating currents and passed the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and the dat test at 0.08750 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads,minor scratched lcd window, and scratched reservoir tube window.

Event description:
Nurse initially reported via phone call that the customer was hospitalized due to diabetes ketoacidosis with blood glucose level of 327 mg/dl on (B)(6) 2017. The customer indicated vomiting for 16 hours as the symptom related to their high blood glucose. The recent high blood glucose event started on (B)(6) 2017. The customer was wearing the insulin pump at the time of hospitalization. Customer¿s blood glucose level was 222 mg/dl at the time of call. The customer was treated with manual injection. Customer was assisted troubleshooting for high readings but was unable to perform high pressure test. It was also reported that the buttons of the insulin pump were unresponsive. It was not responding to button press and ended up getting a button error. The customer was advised the device will be replaced. The product was returned for analysis.